Manufacturer narrative:
Internal complaint reference: case-(B)(4). Kanai, h., igarashi, m., yamamoto, s., & oda, h. (1999). Spontaneous subcapital femoral neck fracture complicating a healed intertrochanteric fracture. Archives of orthopaedic and trauma surgery, 119(5), 271-275. Doi: 10.1007/s004020050408.

Event description:
It was reported that, on the literature review "spontaneous subcapital femoral neck fracture after healed trochanteric fracture", one patient had a postoperative spontaneous femoral neck fracture 60 days after implant removal. The patient was treated via total hip arthroplasty. The current state of health of the patient is unknown. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the article noted one (1) patient had a postoperative spontaneous femoral neck fracture 60 days after implant removal and was treated via total hip arthroplasty. Reportedly, there is no contact information available for this literature case; therefore, patient specific supporting documentation or current patient status has not been provided as of the date of this medical investigation. The images provided in the article have been interpreted within the text; therefore, no further analysis of the imaging is required. The clinical root cause of the reported events cannot not be further assessed. The patient¿s outcome beyond that which was documented in the article cannot not be determined as the patient¿s current health status remains unknown. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).